Event description:
On (B)(4) 2012, leica microsystems received a complaint from hosp (B)(6) regarding sub-optimal tissue processing from a 12 hour protocol comprising 200 blocks, using peloris tissue processor, serial number (B)(4). The complainant advised the leica field support specialist who attended the lab on (B)(4) 2012, that the likely cause of the sub-optimal tissue processing was a user error related to incorrect completion of manual reagent replacement. On (B)(4) 2012, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.